Manufacturer narrative:
Technician found left intermediate siderail was not latching in up position. Isolated problem to spring latch sticking. Lubricated and flexed latch to resolve this issue.

Event description:
Left intermediate siderail was not latching in up position. No injury reported.